Event description:
The hearing aid dispenser (h/a dispenser) stated that the hearing aid user had two wax guards in his right ear. The wax guards had separated from the aid. The wax guards were removed by a dr.